Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the companion sample identified difficulty connecting the transfer set to the titanium adapter; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
This report addresses the transfer set. A nurse contacted baxter's technical service center to report a connection issue between a transfer set and titanium adapter that occurred during use. The nurse reported that the issue occurred on patient who had the catheter attached recently. The surgeon involved with the patient was experienced and had screwed the set very tightly. The disconnection happened when the patient was at home and the patient reconnected to the set to the titanium adapter by themselves. The nurse stated this technique should have been performed in a strict aseptic environment and patients were not trained for this. Visually, nothing seemed to be wrong with the transfer sets. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore a batch review will be performed.